Event description:
It was reported that the customer had a crack inside the screen of the insulin pump. Customer's blood glucose level was 135 mg/dl. Customer stated that he cannot read the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined to send back his pump and will keep his pump. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.